Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. There was no reported patient involvement. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.